Manufacturer narrative:
This report is filed november 1, 2013.

Manufacturer narrative:
Per the surgeon, the patient was reimplanted with a new device on (B)(6) 2013. This report is filed october 23, 2013.

Manufacturer narrative:
Per the surgeon, the patient developed an abscess over the implant site and was treated with a nonsteroidal anti-inflammatory medication, however, the issue could not be resolved. On (B)(6) 2012 a fistula developed and drainage from the site was noted. Subsequently the device extruded leading to the decision to explant the device on (B)(6) 2013. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient developed an abscess over the implant site. The device was explanted on (B)(6) 2013. Additional information has been requested, but has not been provided as of the date of this report, (B)(4) 2013.